Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited inappropriate and loss of capture (loc). Technical services (ts) reviewed and stated to consider turning off left ventricular (lv) sensing and may also recommended to deactivate biv trigger because that wasn't going to provide the designed synchrony in this scenario. This device remains in service. No adverse patient effects were reported.